Manufacturer narrative:
(B)(4).

Event description:
The literature article entitled, "failure rate of a rotating hinge knee design due to yoke fracture of the hinged tibial insert: a retrospective data analysis and review of the literature" written by joerg friesenbichler, ran schwarzkopf, patrick sadoghi, scott e. Marwin, mathias glehr, werner maurer-ertl and andreas leithner published by the journal of bone and joint surgery (2018) was reviewed. The article's purpose was to describe incidence and management of yoke fracture of the lps hinged tibial insert. Data was compiled from 40 patients whom received implants between january 2003 and december 2008 with age range of 14-84). Cement manufacturer is unknown and patella resurfacing was not discussed. The article does not provide information regarding symptoms experienced by patient but focuses on occurrences of metal yoke fractures within the inserts. Depuy products: lps knee system and srom noiles knee system adverse event(s): lps metal yoke within insert fracture (treated by revision with exchange of insert) lps re-occurrence of metal yoke within insert fracture (treated by re-revision with exchange of insert) srom femoral rotating hinge revised to lps to allow" reduction of the inlay's thickness and distal position of the previously elevated joint line" (no further details provided) revisions reasons: infection, aseptic loosening (specific implant, anatomical location or interface not provided), soft tissue failure (no further information provided), structural failure (no further information provided).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.